Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: upon visual inspection of the complaint device it can be seen that the received back cage is in an intact condition, but the chronos inlay is missing, this thus confirming the complaint description. The device history records (DHR) for this article and lot number was reviewed and it was manufactured according to specifications in february 2019 with no issues or deviations during the process. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. A root cause could not be determined, most likely a handling error could have led to the complaint description, as the article fell apart after unpacking by use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 870.921s, lot: 2l69348, manufacturing site: oberdorf, release to warehouse date: 12.feb.2019, expiry date: 01.dec.2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified (nc-0127094). This non-conformance is not relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the physician recognized the implant was broken immediately after open brand-new package. No consequences for the patient reported. To procedure completed physician used another one product the same type. This is report 1 of 1 for (B)(4).